Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). H.6 investigation summary: a claim was received, the client dicipa where contamination is reported in a unit of catalog plate 252630 lot 3019466 for which the following was reviewed: review of the batch file: verifying that all the processes were followed effectively during the manufacture of the product, likewise the batch was analyzed by the quality control department and the results were satisfactory for the release of the batch. Analysis of client samples: the client sends a photograph where a unit with the presence of bacterial contamination can be observed. The type of growth observed suggests that a straight or angular object with a light microbial load was embedded, causing straight-line contamination of the culture medium, apparently along the agar break. Analysis of retention samples: the retention samples (20un) were reviewed without detecting the presence of microbial growth neither on the surface nor internally. Conclusion: it is concluded that the event reported by the client is classified as confirmed from the photographic evidence provided by the client, it was identified that the incident was probably generated during the process, however, this happened as an isolated case. Due to specific conditions that generated it and not a process failure, it is worth mentioning that for the contamination defect, a contaminated unit for the lot size is acceptable within the specification criteria. H3: see h.10.

Event description:
It was reported that bd bbl¿ chromagar¿ candida medium contamination is being reported. The following information was provided by the initial reporter: nonconforming product - contaminated. Contamination is not specified.